Event description:
On or about (B)(6) 2008, I received my 3rd total hip replacement in three -3- years time. The reason for so many replacements was due to (B)(6) infection. Since then I have had continuous increasing levels of pain in my affected hip (right hip). I have complained, many times, about this to my orthopedic surgeon. He has continuously blamed it on my back problems (I have a herniated disk between l5 - s1), and I totally disagree with him due to wrong symptoms and pain. In 2011, I was able to get him to run more diagnostic testing including indium MRI and blood work for infection and metal ion. The MRI showed no failure of device. But, blood tests showed increased inflammation and chromium levels in the 4000 range. Recent research shows this may be due to metal ion toxicity form metal on metal replacement device failure. I have a zimmer product (not the durom), but which on specifically my doctor won't tell me. I have also recently started having metallic taste in my mouth, increased muscle spasms throughout my body, specifically foot cramps (nearly nightly) and cramps in my hands, and pain in my arms and legs (non joint specific). All which are indicators for chromium or cobalt toxicity.